Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plunger position was inaccurate. A plunger sensor error occurred. No patient injury was reported.

Manufacturer narrative:
Additional information received on 25-jul-2022 via email and attached to complaint object: the 3 pumps mentioned were going to be sent out for repair but were eventually fixed here in the shop. I cancelled the request on their end. Also, none of the events happened while the pumps were in use on a patient. H6: event problem and evaluation codes: updates not required.